Event description:
During the surgical procedure, staff was unable many times during the case to deliver volumes to the patient on ventilator mode at 2 liter fresh gas flow without the bellows collapsing, often needing a 4-6 liter flow to maintain volumes. The anesthesiologist on the case reported the same problem occurred a few days earlier. There was no adverse outcome to the patient related to this event. Follow up: biomedical engineer replaced ventilator bellows and diaphragm seat assay. Also, replaced vent exhalation valve diaphragm; replaced exhalation valve tube and u-seal. Replaced both poppet valves and o-rings. Performed bellows drop and retention test. Passed replaced exhalation flow sensor on even set (age related: 12/11). Performed volume delivery test. Passed.